Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that the casing of a one touch ultra soft lancing device was cracked/broken. The patient indicated that the lancing device issue started one day earlier, at around 8:00pm. The patient did not take any actions related to diabetes treatment as a result of the lancing device issue. He also did not report receiving medical intervention and was not tested on another device. After the lancing device broke, the patient claimed that he was unable to test his blood glucose and developed symptoms of shakiness and being unable to think. The lancing device issue was not resolved with troubleshooting. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient alleged he developed symptoms suggestive of hypoglycemia after the lancing device broke.